Event description:
The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter was not found within the investigation window. The allegation was undetermined. The customer complaint was undetermined because there is no calibrations to confirm the reported inaccuracy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2023. On (B)(6) 2023, the pediatric patient experienced inaccurate cgm values four days after the sensor was inserted in the arm. In the early hours in the morning the patient experienced hypoglycemia with seizures. The patient´s mother treated the patient with glucagon and called an ambulance. The patient was taken to the hospital. The sensor was taken off and the insulin pump was put in manual mode. The patient was monitored with blood glucose measurements every hour. The patient recovered and was discharged from the hospital (no information about the discharge date/hour). At an unspecified time of the event the cgm was reading 22.0 mmol/l and the blood glucose reading was 2.5 mmol/l. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizures.